Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will not pursue revision surgery at this time. This device has been deemed a failure in situ. A review of the device history record was performed and no anomalies were noted. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock following a head trauma incident. External equipment was exchanged, however, the issue did not resolve. Device testing could not be performed due to loss of lock.